Event description:
A physician reported cassette leaked before a vitrectomy surgery. The pak was replaced and the surgery was completed. There was no patient involvement. Additional information received from the company representative indicating there was no harm to the or staff and the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A cassette was returned inside a tray, along with the probe, auxiliary manifold, and light guide. The returned sample was visually inspected, and no obvious defects were found. The reported customer complaint could not be confirmed due to the lack of components returned. Unknown. As the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. As described, it is important to remind the customer to return all products associated with the event for a full evaluation. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.